Event description:
It was reported that the ilet device¿s touchscreen was fractured after the user ran into something, resulting in a broken screen and a switch to insulin injections; the affected component was the touchscreen and the problem was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.